Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information/investigation results became available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a prosa valve (#fv701t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection. During the visual inspection a deformation of the outer housing of the prosa valve could be determined. The measurement of the plane parallelism could confirm that with a value of -0,53 mm - outside tolerance (0 ± 0.02 mm). Permeability test. A permeability test has shown that all components are permeable. Computer controlled test. The opening pressure is measured using a computer-controlled miethke testing device, which simulates the flow of cerebrospinal fluid. The valve is tested in both horizontal and vertical positions. The results show that the ptosa operates within the accepted tolerance in both positions. Adjustment test. The prosa valve was tested and is not adjustable throughout the normal range. Braking force and brake function test. The brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection. After dismantling of the valve, deposits were found in prosa. Results. In advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. According to the results of the investigation, it was determined that the valve was not adjustable. The detected deformation of the outer housing and the visible deposits inside led to the dysfunction. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was now sent to the manufacturer for investigation.